Event description:
It was reported that an error code message (lec1870) with a continuous alarm interrupted infusion of chemotherapy. The pump could neither be switched off nor stopped. The alarm could only be interrupted by removing the batteries from the pump. Patient was asked to come to the hospital and therapy was restarted the following day. The error message of the pump is not described in detail within the IFU and therefore unclear. A check of the remaining amount of medication in the cyto pharmacy did not reveal any error in the manufacture (remaining amount 40ml, matched the information on the pump) - no patient injury occurred. Additional information received: the curative antitumor therapy had to be interrupted for one day. Continuous delivery of the medication is important for the success of therapy. Non-serious consequences: anxiety, insecurity of the patient and family, a huge time required for patient, family and care team to organize a replacement pump and blincyto (medication) is very expensive - remaining drug had to be disposed.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. The entire device is worn /broken upon receipt. The pump was repaired by the german service center prior to the reported issue against the pump, however the repair notes indicate the pump problem of "error 1870" was confirmed. The pump was repaired and passed all tests after the service was completed. The root cause of the reported issue was undetermined.